Manufacturer narrative:
The system control board assembly was returned to the manufacturer for analysis. Analysis found that board failed visual inspection. Components and electrical trace on the back of pcb were electrically over-stressed. Pcb unable to function due to electrical over stress. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Virus scan successfully performed. However, analysis found several operating system errors and motion and x-ray were not ready. Attempted to re-installed firmware but failed on several attempts. Operating system was re-installed but unsuccessful to correct errors. Image acquisition system (ias) are unable to communicate with mobile view station (mvs). The system control board was returned to the manufacturer for analysis. Analysis found that the system control board had physical damage and electrical overstress of components were found. Analysis found that the reported event was related to a electrical issue. The rear breakout panel for the imaging system was returned to the manufacturer for evaluation. Evaluation could not be performed as the panel was returned without a component necessary for testing and confirmation of the reported issue. The mobile view station (mvs) interface cable, two power switching boards, and system control board were returned to the manufacturer for analysis. The parts were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Analysis on the returned rear cab breakout resulted in no failure being found through functional testing and visual/physical examination. The analysis states that, the system starts rebooting spontaneously and the brakes are automatically switched off. Rear cab breakout passed bench test; continuity test of all cables and cable terminations passed. Visual inspection also passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system and confirmed the system releases the brake from the pendant on its own and reboots without touching the unit. There were black spots observed on the pins from the breakout panel. The representative replaced the breakout assembly, the system interface board, and the umbilical cable. However, after switching on the imaging system again, a flash on the system interface occurred. Several components on the system interface showed black marks and a fuse on the power switching board had blown. The representative performed additional trouble shooting to identify the issue. A new system interface board and power switching board were replaced the next day. After reviewing the schematics the representative discovered that two cables from the keyswitch were mixed which caused the issue. After the adjustment, the system boots until the pendant shows motion x-ray not ready. It was suspected that the relays have been blown and there is a defect on the image acquisition system (ias) computer com2. No parts have returned to the manufacturer for evaluation. The logs were reviewed and did not reveal any information.

Event description:
A site representative reported that outside of a procedure, the imaging system starts rebooting spontaneously and the brakes are automatically switched off. It was reported that the brake button released without touching it, and after switching it back on, it repeats itself. The site reported that the system began to reboot without touching it. No patient was present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system control board was returned to the manufacturer for evaluation. Testing found that the board had physical evidence of electrical overstress. The gantry motion control box was returned to the manufacturer for evaluation. Testing found that the board did not operate as designed. The positioner motion control box was returned to the manufacturer for evaluation. Testing found that multiple components would not power on. The rotor motion control box was returned to the manufacturer for evaluation. Testing found that multiple components would not power on.